Manufacturer narrative:
Concomitant medical products: c5tr01 crt-p. Implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath, it was noted in clinic that the left ventricular (lv) lead was unable to capture and the impedance was out of range. The lead was disabled and a revision is planned. No patient complications have been reported as a result of this event.